Event description:
It was reported that during a pyeloplasty procedure while dissecting tissue jaw the device is not responding to closure of handle. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v9426v. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the device was returned with a substantial amount of dried body fluids at the blade and clamp area. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. In addition, it was noted that there was a substantial amount of dried body fluids in the clamp-shaft area. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note the instructions for use indicate: for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline substance. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.